Manufacturer narrative:
The esu (including its footswitch) was not returned to erbe for an evaluation. The provided investigation report stated: "the host and accessories should be routinely tested before the operation to ensure that the equipment can operate normally. Aerobic after-sales engineers tested the mainframe and found no fault. At the same time, training on operation and pre-use testing was also conducted." Furthermore, it was reported, "the reason for poor electrocoagulation effect may be that the accessories are not connected properly or have poor contact. If the blood vessel is cut during surgery, it will cause rapid bleeding. Routine testing of the host and accessories should be performed before surgery to ensure that the equipment can function properly." Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator) during a gynecological procedure to address "endometrial thickening, uterine fibroids, endometrial polyps, and right adnexal cysts". Therefore, a "laparoscopic total uterus (uterine fibroid excision) + bilateral salpingo-oophorectomy was performed". The esu was used with an "electric knife". No information was provided regarding any other instrument used or the equipment settings. "During the surgery, hemostasis was being performed after myoma excision". However, output was intermittent (i.e., "poor electrocoagulation effect") to control bleeding due to a footswitch issue. The hemorrhaging could not be effectively stopped. "500 ml of succinyl gelatin" was injected into the patient to "maintain blood volume stability". A "second set of intravenous indwelling needle access" was established "to prepare for a transfusion due to excessive bleeding". Additionally, an "antibiotic (cefazolin sodium 2.0)" was administered "to reduce inflammation and prevent infection". Then, another esu system was used to stop the bleeding and "the patient's vital signs gradually stabilized".